Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis is not available and we are unable to determine if the device met specification. The may 2007 15-month radiofrequency probes complaint trent report, inclusive of all failure modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit. The directions for use for this device on page 5, under instructions for use, return pad selection and placement states, "follow manufacturer's instructions for the application of the disposable patient return electrodes (return pads) and interconnecting cables. Boson scientific recommends the use of valley lab, inc's "polyhesive: disposable patient return electrodes."

Event description:
A leveen needle electrode was used for a therapeutic radiofrequency ablation (rfa) for the liver on a patient (age unknown). The procedure was performed with open surgery. The algorithm was followed with the recommended settings used. Five ablations were done with the 5.0 probe and worked according to the algorithm and rf generator. The highest power achieved was 200 watts. The procedure was successfully concluded. Subsequent to the procedure, upon removal of grounding pad and examination of the patient's thigh, a dime sized third degree burn with blistering was spotted. The burn and blistering was treated with topical medication. It should be noted that con med pads were used in te procedure. According to the directions for use, con med is not the recommended pad for use along with the leveen electrode. There were no further complications regarding this event.